Event description:
It was reported a left hip revision surgery was performed due to the patient suffering from a right hip dislocation. The patient had a history of multiple dislocations occurring on the same hip side.